Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Immediately after hemostasis, the main body was immersed in a cleaning solution to manually clean the tip of the body. After that, a cleaning tube was connected to the hand part to clean the inside of the sheath, and an attempt was made to inject the cleaning liquid using a syringe, but the cleaning liquid did not come out from the tip. When the syringe was pushed further, the cleaning liquid leaked from the cleaning tube side, and the sheath body could not be cleaned. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the device has been replaced. Place a heavy or edgy object on the coated sheath of this product, or the insertion part of this product may hit a hard object and the heat shrink tube may break. In that case,the user notices that the product is defective and cannot use it. Explained the survey results to the users.